Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report mw5080236 received.

Event description:
It was reported that post pacemaker implant, the patient reported intermittent pain secondary to device placement. Per reports, the patient was uninterested in having the device relocated. The patient noted pain one night which resolved. The next morning device migration was noted. No further patient symptoms were reported.